Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the skin was uneven and damaged while coming out. There was low power of the handpiece. The customer returned an air dermatome device, serial number 104795, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet taiwan has not previously repaired/evaluated air dermatome serial number 104795 as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet taiwan on may 5, 2017 revealed that the control bar was in the correct position. Prior to repair, the device operated below motor speed specifications but was within calibration and side to side specifications. Repair of the air dermatome was performed by zimmer biomet (B)(6) on (B)(6) 2017 which included replacement of the motor, motor sleeve, reciprocating arm, spring seal, needle bearing and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet (B)(4) it was noted that the device operated below motor speed specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the device operated below motor speed specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device take a break/ skin was uneven and damaged when coming out.